Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, the handle and tip-retrieval mechanism of the delivery catheter system (dcs) were intact. The device was received with the capsule fully closed. The deployment knob was able to retract and advance the capsule. The trigger moved to fully advanced and retracted positions and locked in place when released. The device was returned with the end cap/screw gear snap fit connected. Delamination was observed along the length of the capsule. The distal end of the capsule was inspected with a microscope and no evidence of damage was noted. The inner member shaft and spindle hub were intact with no evidence of damage. The capsule was intact and no evidence of separation or hole observed. The reported event for capsule separation could not be confirmed in the analysis. Conclusion: delamination was observed on the capsule, which typically occurs when the capsule is subjected to a bending force potentially after tracking through tortuous anatomy. The capsule was analyzed under a microscope and no evidence of damage was observed on the capsule. The reported ¿hole¿ in the capsule could not be confirmed. Procedural images were provided for review. The imaging provided can only confirm that at 80% deployed the valve was severely constrained. There was no additional imaging provided that can confirm the other procedural events as stated in this event report. A lot history record review was performed on the delivery catheter system (dcs). There were no correlations or issues identified regarding manufacturing. The device was manufactured per approved and released manufacturing processes and the device met all applicable manufacturing specifications prior to release for distribution. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received that per the health care professional (hcp) loading the valve, no unusual resistance was felt wh ile loading the valve. No loading difficulties or misloads were detected. There was no difficulty inserting the dcs into the access site. It was reported that the patient's native valve had moderate to severe calcification throughout, with the majority being on the non-coronary cusp (ncc) and left coronary cusp (lcc). The sinotubular junction (stj) right coronary ostia and aorta with the exception of the ascending aorta were severely calcified. No adverse patient effects were reported. Updated b.5 - description of the event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, a pre-implant balloon aortic val vuloplasty (bav) was not performed. The delivery catheter system (dcs) and valve were advanced, and the valve was deployed to 2/3. The valve did not expand. The physician recaptured and repositioned the valve. Another attempt to deploy the valve was made, however the valve remained under-expanded. The dcs and valve were withdrawn from the patient as the physician had elected to perform a pre-implant bav. The dcs was placed into cold, heparinized water at the request of the physician. It was noted that the dcs capsule had a "hole" near the outflow crown area. As a result, blood was leaking from this "hole". A new dcs and loading system were used for the procedure. The valve was cleaned with heparin and was loaded onto the second dcs and implanted successfully. No adverse patient effects were reported.